Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the high voltage cable. System operates as intended.